Event description:
It was reported that the patient presented for an implant procedure. During the procedure, conductive telemetry could not be established with the leadless pacemaker after several attempts. There was a high noise level due to electromagnetic interference (emi) noted at times. The device was ultimately not used. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not received yet.